Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information via latitude red alert that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. Technical services (ts) indicated the impedance reports shows normal impedance measurements so this is likely an isolated impedance spike. Ts recommended bringing the patient in for lead evaluation or continue monitoring the patient. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.